Event description:
Event as reported by the user: "sapphire devices has an inaccurate deliver; unk number of devices noted; unk serial number; unk pt involvement; no other details provided; fse will still check the event lots of the pumps on thursday. Fse will be going to the facility on thursday to check on the devices." Add'l info: pt was involved but there was no harm; this happened on all 39 pumps; software version is installed on the device was 11.0, not its 11.52; what were the treatment settings - not sure; rate 13 ml/hr; what volume was used for prime - 6ml; the bag volume was 100 ml; the deviation observed from the described treatment is anywhere between 12ml and 24ml.

Manufacturer narrative:
(B)(4), q core medical ltd., is submitting the report on behalf of hospira. (B)(4).